Manufacturer narrative:
Product event summary- the lead was returned and analyzed. A proximal portion was received measuring 3 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead was performed as well. Additional information: (B)(4)-analysis information -- (B)(4) 2014, 14:51:40 cst (B)(4), product ID# 6971 a proximal portion was received measuring 3 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed, analysis information -- (B)(4) 2014 18:09:54 (B)(4) product ID# adsr01. The device was returned and analyzed. Analysis was performed and no anomalies were found, analysis information -- (B)(4) 2014 13:37:35 (B)(4) product ID# 6971 a proximal portion was received measuring 3 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed. Concomitant product: product ID adsr01, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014. (B)(4).

Event description:
It was further reported that there was a slight decrease in impedance.

Event description:
It was reported that there were sensing issues with the ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: m/is 10, lead, (B)(6) 2010. (B)(4).